Event description:
A 4.0cm cancellous expansionhead screw pulled out post-operative. Surgeon went in posteriorly to stabilize the plate. The screw currently remains in the pt.

Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No eval could be made, no conclusion could be drawn as no device was returned. Device currently remains in the pt.